Event description:
The customer discovered questionable calcium gen.2 results when a client called to report low calcium results on multiple patients. The customer pulled and repeated the samples on (B)(6) 2015 and the results were higher. The erroneous results were generated from two cobas c701 analyzers at the site. The customer could not determine which analyzer generated which results. Refer to the medwatch(B)(6) for cobas c701 serial number (B)(4). Of the results for five samples provided as examples, only the results for one sample were discrepant. The initial result was 7.96 mg/dl and the repeat result was 9.78 mg/dl. The initial result was reported outside the laboratory. The repeat result was believed to be correct. The customer did not have any report of a specific adverse effect to any patient. The field service representative found the calibrator setpoint on the analyzer was incorrect. The field service representative determined there was a possible alignment, calibration, or maintenance issue. He performed all alignments, performance checks and performed daily maintenance. He performed a new lot calibration and qc. The customer ran qc which passed per specifications.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the qc data, a reagent related issue could be excluded.